Event description:
The manufacturer received information alleging a "service required" alarm condition and an issue related to the internal battery occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board needs to be replaced to address the issues. The device has been evaluated but the components have not been replaced pending customer approval of estimate.